Event description:
It was reported that the device did not suck in water, and did not transfer it to the cutting tip. In addition, the water leaked a the entrance of the tip. There was no backup available; therefore, the wound was cleaned by doctors.

Manufacturer narrative:
Further information was recevied; therfore, section was updated accordingly.

Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaints could not specifically be confirmed as the device displayed an f2 fault code preventing a full evaluation from being performed; however, the fault code was most likely linked to the reported issues experienced. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.